Event description:
It was reported by a user facility that a saline bag filled during recirculation. The biomedical tech reported that the staff was just beginning to inset the needles into the pt when this issue occurred. The high flow regulator and air separator were replaced.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.